Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low gluc3 glucose hk and crplx c-reactive protein results for one patient sample from the cobas 6000 c 501 module. The initial glucose result was 4.5 mg/dl and the repeat result was 117.5 mg/dl. On (B)(6) 2018, the repeat result was 115 mg/dl. The initial crplx result was 1.22 mg/l. The repeat results on (B)(6) 2018 were 50.26 mg/l and 50.79 mg/l. Only the erroneous crplx result was reported outside of the laboratory. There was no allegation of an adverse event. The glucose reagent lot number was 33012601 with an expiration date of 30-jun-2019. The crplx reagent lot number was 31645201 with an expiration date of 30-nov-2019.

Manufacturer narrative:
The qc data showed instrument precision was acceptable. The reaction kinetics and analyzer alarm trace indicated there was abnormal sample pipetting. The customer was not following the recommended frequency for probes cleaning. The sample clotting time and centrifugation time were less than the tube manufacturer's recommendation. There was no indication of a general product problem. The investigation was unable to find a definitive root cause.